Event description:
Consumer complaint of "hi" blood results via husband; (B)(6). Expected blood glucose results non-fasting range from 62 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed during call non-fasting ((B)(6) 2015; 4:55 pm) with results of 235 mg/dl and 249 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/23/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory. Based on the "hi" results obtained by the customer, the complaint is reportable. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user had a high glucose value.